Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report leaking reservoir. Caller stated that he held the insulin pump and insulin leaked out. The blood glucose reading is 250 mg/dl. Caller stated the leak is past the second o-ring. Nothing further reported.